Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy and the cannula was visible; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. Initial attempts to download the data were unsuccessful as the battery voltages of all three batteries were measured to be lower than expected. An external power supply was used in an attempt to download the data. Use of the external power supply in order to connect the pod with the master pdm were unsuccessful, both with the pcb assembly attached to the pod chassis and with the pcb detached from the pod chassis. The download data could not be retrieved from the pod. Inspection of the pcb assembly found no damages or deficiencies that would prevent the connection between the pod and the master pdm. Inspection of the pod found evidence of post use damage on the top housing, ratchet gear, needle mechanism rails, and piezo element and springs. Due to the lack of data, it could not be determined what state the pod was received in and how many pulses were delivered, or whether or not an alarm was generated during priming. The post use damage on the pod prevented the pod from being accurately tested to determine the cause of the reported needle mechanism failure. The cause of the reported needle mechanism failure could not be determined.